Event description:
No additional information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a low anterior resection, the patient was brought back to surgery for a reoperation due to a post op leak. On (B) (6) 2010 the device worked as intended during the procedure. The staple lines were complete and there were no malformed staples. It is unknown how the leak was determined. The patient received a colostomy. The device was discarded. No additional information is available. Additional information being requested.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.